Manufacturer narrative:
.

Event description:
The patient's mother reorted that, the patient was admitted to the hospital due to seizure activity experienced the previous night. She stated, the patient does not have a history of seizures, or a seizure disorder. She stated, the patient has a history of depression requiring hospitalization previously and is on high doses of prozac, lithium, and seraquil. The pump contained dilaudid 25mg/ml programmed at 2.153 mg/day. Additional information has been requested, a follow-up report will be submitted if additional information becomes available.